Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the small battery drive device. It was further determined that the motor and controller were defective. It was further determined that the device failed pretest for check the oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device did not work while in use with the quick coupling device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.